Event description:
It was reported that patient had a tka on (B)(6) 2018 and had a dislocation of the poly due to a fall on an unspecified date. Revision surgery was performed on (B)(6) 2018 to exchange the poly. Doctor (B)(6) noticed that the poly had slight movement on the anterior flange and was concerned there was damage to the locking mechanism of the base plate, doctor requested a new base plate and another new poly to be opened to compare the anterior movement of a brand new poly and base plate compared to the old base plate with the new poly. Doctor was satisfied that the poly was secure enough and closed the up with the old base plate still instu with a new poly.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.